Event description:
It was reported that prior to a procedure at the user facility an unknown instruments foot pedal caused the handpiece to spin on its own. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not returned to manufacturer for investigation.